Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while the nurse was changing a 24 hour bag of chemotherapy, it was noticed that the line was slightly leaking where the texium tubing connected to the new cap. The chemotherapy infusion was stopped and the leaking cap was replaced with a new maxzero cap, only to have the leak continue. The nurse then reverted back to using their older cap model and no further leaking occurred. The staff then experimented in a classroom with tubing and the maxzero and noticed that it does not always seal all the way. There was no report of patient harm.